Event description:
A report was received that the patients incision was opening up at the ipg site. The incision was closed back up. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was explanted due to infection.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients incision was opening up at the ipg site. The incision was closed back up. The patient underwent an ipg explant procedure and was doing well postoperatively.